Event description:
This rv lead was implanted on (B)(6)2004 and was explanted on (B)(6)2018 . A call was placed to technical services on (B)(6) 2018 stating that this lead had an increase shock impedance. The physician was dr.(B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).